Event description:
It was reported by the patient that they fell and the pacemaker was up against a power strip that was on until they could get up. The patient has been weak and their ¿stomach is all blown up¿ since that happened. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2011 (B)(6). (B)(4).